Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 600 mg/dl. The customer corrected his blood glucose level with a syringe. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. The device was not returned.